Manufacturer narrative:
The device has not been received for evaluation. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
The facility reported an over-infusion of cardizem via a flo-gard device occurred during patient use. This was a male patient admitted for hypoxia, pulmonary embolism and atrial fibrillation. The pump was programmed at 5 mg/hour with a volume to be infused of 15 ml. At approximately 10:45 am, the infusion was started. At 12:40 pm, the nurse noted that the bag was empty. The cardizem was ordered for a concentration of 1 mg/ml, rate of 5 ml/hour, total volume to be infused over three hours was 15 ml. The total volume in the bag was 125 ml. The total bag of 125 ml reportedly infused in less than three hours. The programming of the device was double-checked by another nurse and was correct. The tubing placement was also checked and the tubing was correctly placed and not implicated in this event. The nurse reported that no patient injury occurred nor medical intervention was required at the time of the event. Later that day, the patient was transported to carolinas hospital, florence, south carolina (sc) where he reportedly experienced cardiopulmonary arrest. The physician from the carolinas hospital advised that the cardiopulmonary arrest was not a result of the over-infusion of cardizem. The patient was transported to the intensive care unit (ICU) and was reportedly stable. The patient outcome is unknown.